Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing shelf pack label was observed. Additionally, two retained shelf packs from bd inventory were evaluated by visual examination and the issue of missing shelf pack label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes were received without a lot # sticker. The following information was provided by the customer: there was no batch/expiry label sticker on it at the point of delivery for 367955.